Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after receiving the pump, the pump was unable to be turned on despite being connected to a power source for over 2 hours. There was no impact to the customer's blood glucose level was the customer had not began using the pump at the time of the event. Reportedly the customer had an alternate pump for insulin therapy.